Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the failure without an eval of the device.

Event description:
The micro drill straight attachment was called in for overheating during testing. The event occurred during a routine maintenance visit. No adverse event was associated with the device.